Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial insert fixed bearing unicondylar serial number ¿ (B)(4), lot number ¿ j16x18, date of manufacture ¿ 12/11/2018, date of expiry ¿ 11/30/2023. Serial number ¿ (B)(4), lot number ¿ hj0460, date of manufacture ¿ 10/23/2017, date of expiry ¿ 09/30/2022. Serial number ¿ (B)(4), lot number ¿ hj4036, date of manufacture ¿ 10/30/2017, date of expiry ¿ 09/30/2022. Tibial tray unicondylar metal backed serial number ¿ (B)(4), lot number ¿ hw7438, date of manufacture ¿ 05/16/2018, date of expiry ¿ 04/30/2028. (B)(6) centre: prolonged procedure and procedure change from partial knww replacement to a total knee replacement.

Manufacturer narrative:
Product complaint (B)(4).this is a duplicate report of 1818910-2019-94673. 1818910-2019-97905 is being retracted as it is a report duplication.1818910-2019-94673 will be kept for investigation purposes.